Manufacturer narrative:
Field complaint of premature discharge of battery and failure to interrogate were not confirmed. Device was able to be interrogated successfully. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number:2017865-2021-32871; 2017865-2021-32872. It was reported that the patient presented in clinic. Patient experienced dizziness and tiredness due to complete heart block. Pacemaker exhibited premature battery depletion and failure to interrogate. Lead noise was observed on atrial lead leading to auto mode switch episodes. Crosstalk and numerous pauses were also seen. Programming changes were made. Right ventricular lead exhibited r wave amplitude variation. Pacemaker, atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2021. The patient was stable post procedure.